Event description:
It was reported that a non-critical alarm was heard and confirmed by telemetry, due to low reservoir volume reached. The device system was used to deliver gablofen. The pump had been refilled on (B)(6) 2012, but the physician forgot to update the pump with the new reservoir volume. The low reservoir alarm sounded on (B)(6) 2012. The pump was interrogated on (B)(6) 2012, and no empty reservoir alarm had sounded, and nothing was noted in the log when the pump read 0.0ml. The patient did not have any symptoms. The reservoir volume was reset. No other troubleshooting was performed. It was noted that the patient was fine and continued to have effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).